Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating after an unknown amount of time in use, the endobronchial tube cuff was found leaking. No related medical sequela was reported.